Event description:
Lap band erosion, left upper quadrant abscess near colon erosion, port/abdominal wall abscess, herniated stomach and lab band into the chest, large phlegmon around lap band and catheter. Patient underwent surgery for complications of band. Band had been in place for approximately 10 years.